Manufacturer narrative:
Device eval. One unused suspect device was returned for eval. The device was examined visually, particulate larger than acceptance criteria was found. The complaint was confirmed for this device. The root cause it attributed to the mfg process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Corrective action in process.

Event description:
The dist reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of rec'd product. The device was not sent to a user facility.